Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the thrombectomy procedure on (B)(6) 2020, the patient suffered from hemorrhagic transformation-blood brain barrier rupture. It was reported there was a possible relationship between the adverse event and the subject catheter device used in the procedure. It was reported the stroke (disease under study) and the thrombectomy procedure were related to the adverse event. The event resolved with unknown clinical sequalae on (B)(6) 2020. No further information is available.

Event description:
It was reported that during the thrombectomy procedure on (B)(6) 2020, the patient suffered from hemorrhagic transformation-blood brain barrier rupture. It was reported there was a possible relationship between the adverse event and the subject catheter device used in the procedure. It was reported the stroke (disease under study) and the thrombectomy procedure were related to the adverse event. The event resolved with unknown clinical sequalae on (B)(6) 2020. No further information is available. It was confirmed on (B)(6) 2023 that the same reported event details, facility, device, and event date captured in this event was already captured under MFR report number: 3008881809-2023-00385. Therefore this complaint no longer meets reporting criteria and a supplemental will be filed as a duplicate/cancellation record.

Manufacturer narrative:
It was confirmed on (B)(6) 2023 that the same reported event details, facility, device, and event date captured in this event was already captured under MFR report number: 3008881809-2023-00385. Therefore this complaint no longer meets reporting criteria and a supplemental will be filed as a duplicate/cancellation record. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.